Manufacturer narrative:
Result: damaged motion interrupt pan. Incorrect power cord plug installed. Incorrect scale decal installed.

Event description:
It was reported by service report that the motion interrupt pan was damaged; a wrong power cord plug and a wrong scale label were installed to the bed. No pt involvement or adverse consequences were reported.